Event description:
It was reported to philips that the system gave a remote alert indicating fan 1 was not operational, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed on the same system without any impact, since the system did not lose its functionality as it has two fans. Customer reported to philips that the system fan was not operational. The review of system log files showed xsc fan1 is not operating. Upon troubleshooting, the fse confirmed that the fan in the cabinet was broken. To resolve the issue, the fse replaced the fan, after which the system returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported fan issue did not impact the completion of the procedure, since the system did not lose its functionality as the it has two fans. The procedure was completed as planned on the same system with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.